Event description:
It was reported by a customer that on (B)(6) 2011, the fiber cap detached at 26,489 joules. Add'l info reported by the customer was the fiber tip was flushed from the pt's bladder. There was no pt injury.

Manufacturer narrative:
(B)(4).